Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. The information submitted reflects all relevant data received. The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally it was alleged the patient is deceased.